Event description:
Customer reported that she passed out due to low blood glucose. Customer stated that she was taken to the emergency room and was hospitalized twice for low and high blood glucose. The low blood glucose reading was to low to register and the high blood glucose was 536 mg/dl at the time of admission. Customer stated that her insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked battery tube threads and reservoir tube lip.